Event description:
Information was received from a patient (pt) regarding an external device. It was reported that when the pt attempted to recharge their implanted neurostimulator (ins) it was slower to recharge and now they were no longer able to recharge the ins; pt noted they then got the message ¿software problem¿. In the last week, possibly earlier, the pt attempted to recharge their ins they had a hard time charging and placing it in the proper place. Last week they were able to recharge the ins to 30% and it seemed to be very touchy, but now it would not recharge. Pt had to reset the controller (ptm) yesterday or today and that did not resolve the issue. During call pt verified no damage to the ptm charging port or to the recharger (rtm). Pt reset the ptm and blew into the charging port. Pt attempted to recharge the ins and they got ¿no device found¿; when pt pressed recharge then got ¿connect the recharger¿. The ptm did not recognize that the rtm was plugged in. See case # rtg0319320 for the report of pt thought they got new equipment and they were able to recharge; pt noted they also got a new belt but that did make a difference. When pt was sent the new rtm and ptm they decided to use the new ptm and not use the new rtm; pt wanted to hold onto it as a spare in case it goes bad (patient services (ps) reviewed that the equipment are prescribed devices). Pt noted when the issues started about 2 weeks ago it was with the old rtm, so they started to use the new rtm one week ago and that did not help with the issue. Additional information was received from the patient (pt). It was reported that pt called back and said they had received the replacement controller and had tried to charge their ins, but the screen was blank. Pt did not install their battery pack in the replacement controller. During the call, the pt installed the battery pack and the green light was solid on the controller when the controller was plugged into the ac power supply. Pt unplugged the ac power supply and plugged in the recharger, but the controller did not advance beyond the "connect the recharger" screen. Pt unplugged the recharger and plugged the recharger back in a few times, but still the controller did not advance. Pt said they had an old recharger. Pt got the old recharger and then plugged the old recharger into the controller and the controller advanced beyond the "connect the recharger" screen. Pt successfully paired the controller to the ins and then successfully started a charging session of their ins with a recharge quality of excellent by the end of the call. Pt said they had issues a couple of months ago and were sent another rtm and controller. Ins charge was low (pt had not been able to charge in 2 days) and controller charge was 100%. No symptoms were reported. A replacement recharger was sent out. Additional information was received from the patient. It was reported that pt called back because they received the replacement recharger, but couldn't see their group b. The manufacturer's patient services specialist (pss) confirmed they were using the replacement recharger. Pss reviewed recharger placement when recharging ins and they confirmed they would place the recharger incorrectly when recharging the ins. Pt initiated a recharge session to their ins with excellent quality. Pt noted their controller battery was at 70% and their ins battery was at 100%. Pt was able to see their group b and their stimulation was off. Pt turned their stimulation back on. Pt added they had issues in august (pss understood this as them having issues and calling patient services in the past). Pss reviewed the external equipment was functioning as intended. The troubleshooting performed resolved the issue. Additional information was received. It was reported that the recharger, charger and controller had been replaced last week but they were having troubles getting the device to charge. Pt stated that last night the controller said software problem and they took the controller off of the power supply. The software problem message was cleared before calling in, so they were unable to obtain the screen details. Pt stated that the controller didn't charge last night from the power supply; it was understood that this was due to the error message appearing. The pt removed the battery pack from the controller (pt noted that they needed to use a dull knife in order to remove the battery pack) and connect the controller to the ac power supply; pt confirmed that the controller powered on. The pt then reinserted the battery pack into the controller while the controller was still connected to the ac power supply; pt saw the controller light solid green. The pt unlocked the controller; pt stated that no device found appeared; reviewed screen meaning with the pt. The pt connected the recharger to the controller, position the recharger over the ins and tap recharge to go through passive recharge mode. Pt noted that yesterday a message appeared saying that the battery was too low. Pt mentioned that the trying to recharge screen came up yesterday. The trying to recharge screen did not appear during the call. The controller displayed the batteries screen with the controller battery at 100% and the ins battery at 50% with recharging good indicated. Pt confirmed seeing the controller light flashing green. The pt repositioned the recharger over the ins; pt then confirmed seeing recharging excellent. Reviewed best recharging practices with the pt. Pt stated that they called the manufacturer a couple times this week and that they thought the one before was replaced around the end of august; pt stated that it had worked fine for awhile and the device recharged and it was easy to charge but all of a sudden theywere getting errors. Equipment was working and ins was recharging as intended during the call. Pt called back and stated previous information documented in this case. Pt stated they were having issues with their 2 replacement devices all week. Pt stated yesterday they called the manufacturer and were instructed to reboot the controller and it worked and today they had to reset the controller to get to abcd (understood this as pt's home screen). The pt was put on a hold to review previous notes and pt d isconnected the call. Made an outbound call but pt did not answer and was unable to leave a voicemail. The pt called back and stated that she is having trouble with the controller again. During the call, the pt verified she is using an old controller. The pt had packed up the replacement controller sent by repair team. The pt is able to get the newer controller and verify that she can connect to the ins - pt connected her new rtm and verified she can connect to the ins to charge with excellent quality. 100% for the controller 80% for the ins. Patient (pt) sent in replacement controller. When asked why, pt stated that their old controller was working fine and did not need the replacement.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). H3: analysis of the 97755-s recharger (s/n (B)(6)) , revealed that controller won't power on when rtm is plugged in. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.